Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10 corrected fields: d4. A getinge filed service engineer (fse) confirmed electrical test fail code # 119 and replaced the front end board (0670-00-0668) as the service manual recommended. The unit was turned on and error was gone. The fse performed a complete system checkout and calibration. Unit passed all testing and was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer reports that the pump made a high pitched sound, and "system failure" was seen on the screen, with a "code 119" alert. Customer powered down the pump, and attempted to reboot but the same thing happened. Customer was advised to "leave the iab in without a pump and I'll remove it tomorrow morning". Customer states that the patient is heparinized and very stable. The pump was immobile for greater than 30 minutes. Advised customer that we recommended not pumping if the iab has been immobile for this period, could not be advised on arrows recommendations.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).